Event description:
A field service engineer (fse) reported ¿2207 no tip acquired by sorter and 4253 hybrid arm z-axis home overrun¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log. Fse inspected the sorter and hybrid arm, including the alignment of the sorter¿s tip height. Adjustments were made to the reagent cup-tip lane (rt) and hybrid arm tip. Additionally, the fse lubricated the hybrid arm nozzle and aligned the tip racks to ensure proper functionality. Fse successfully performed multiple macro tests and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000 analyzer, serial number: (B)(6), was installed on 31oct2024. A complaint history review and service history review for similar complaints was performed from installation date on 31oct2024 through aware date 27dec2024. No other similar complaints were found for error 4253 hybrid arm z-axis home overrun during the searched period. However, there were two (2) similar complaints identified for error message 2207 no tip acquired by sorter during the searched period, which includes this event. Aia-2000 operator's manual on the appendix 4: error messages: (2207) no tip acquired by sorter cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (4253) hybrid arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignments of the reagent cup-tip lane (rt) and hybrid arm tip.